Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead exhibited an increase in pace impedances from 600 ohms to 1900 ohms. The patient was monitored overnight, but thresholds increased and intermittent loss of capture was also observed, so a revision was scheduled. The lead was successfully repositioned in a more apex position and all measurements were stable. The lead remains in service. No additional adverse patient effects were reported.